Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose level was 320 mg/dl. Customer stated that they had a broken force sensor was detected during seating or regular delivery alarm. Customer stated that they are not able to rewind the pump. The customer was advised that the pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan per health care professional¿s instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error alarm noted in the pump history and critical pump error alarm noted on pump, problem isolated to the electronic assembly. Force sensor zero offset measured within spec range. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.